Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult or delayed activation (clip deployment) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This event is filed for difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 3. The patient anatomy included thick leaflets, bi-leaflet prolapse, medial cleft and barlow-diseased valve. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. A second cds was advanced to the mitral valve and during clip deployment, while retracting the delivery catheter handle, the shaft was still attached. Gentle turns of the delivery catheter handle were made clockwise and counterclockwise. The shaft was able to detach and the clip was deployed. Two clips were implanted, reducing the mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.